Event description:
The sales rep phoned to report a phone call from a surgeon. The surgeon said one of the hinged knee products had broken when the patient fell. The screw became disassociated where the sleeve connects with the femoral stem. The sales rep was told the patient fell prior to the revison surgery.